Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking bolt broke.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The instrument has been received for examination. Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory 230 reported that the locking bolt broke all pieces retrieved. The instrument associated with this report was not returned. Requests for additional investigative information were made in accordance with wi-7915 appendix a, however, no additional information was received. With no instrument returned and no more information, no root cause can be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated.  Complaints will be monitored under post market surveillance sep 419. Update: february 19, 2019. Territory 230 reported that the locking bolt broke all pieces retrieved. Examination of the returned instrument confirmed the complaint; adjustment screw broke off and broken piece was not returned. The complaint sample consisted of (1) reclaim prox neck trl 45mm, date code a0211. The date code indicates the instrument was manufactured in february of 2011 and is over 7 years old. A search of the complaint database found the root cause is attributed to user error. It is suspected to be related to inadvertently over tightening or over loosening the hex nut component. A design change of the locking mechanism was implemented on (B)(6) 2014 via co 103081571 to help alleviate with this type of complaint. The complaint sample was manufactured prior to the changes. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under sep 419 post market surveillance. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.